Event description:
An attempt was made to deploy a 3.0 mm diameter x 18 mm length endeavor rapid exchange (rx) drug-eluting coronary stent in to a pt. The target lesion, located in the rca # 3 was described as moderate tortuosity, moderate calcification, with 90% stenosis and was pre-dilated. There was 75% stenosis at rca #2. However, it was reported that the relevant device could not cross the lesion. After further pre-dilatation, reattempt to cross the lesion was performed, but failed again and on withdrawal of the device from the pt, deformation of some struts of the stent was confirmed. Info provided by the field confirmed that some force was applied to the device during attempted delivery. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: stenosis. Force applied during advancement of relevant device. Failure to deliver the stent and stent deformation. Eval, conclusion: stenosis. Force applied during advancement of relevant device. Eval summary: medtronic has received the relevant device and its analysis has been completed. The entire device was bent and wavy. The distal tip was damaged. The stent was displaced distally on the balloon; there were crimp bake impression evident on the exposed balloon. The folds on the proximal pillow were partially open. The first, eighth and ninth proximal stent segments had struts which were raised, deformed and pulled distally. The remaining segments were slightly raised and deformed.